Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed no anomalies. Concomitant products: 4194 implantable pacing lead 2005 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced a rhythmic storm and the device withheld therapy due to the onset feature of the device. It was noted that the device was implanted with a connector pin plug in the atrial channel, rather than an atrial lead. There was also episodes of crosstalk, atrial sensing, seen on the ventricular sensing episodes. Reprogramming was done and the device remains in use. No further patient complications have been reported as a result of this event.